Event description:
It was reported that the buttons responding was much delayed and occurred with every button. The customer's blood glucose level was 11.9 mmol/l at the time of the incident. The insulin pump was neither bumped nor dropped. The insulin pump was not exposed to moisture. The device will be returned for analysis.

Manufacturer narrative:
Device received with no response from any button, problem isolated to keypad assembly. Device received with connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted.